Event description:
This lead was implanted on (B)(6) 2010 and was capped on (B)(6) 2013. A call placed to technical services states on (B)(6) 2013 pocket erosion on left side and re- implanted on right side. All of old system explanted and new system put in on the right. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). Patient tolerated procedure. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).